Manufacturer narrative:
Patient weight was unavailable from the user facility. The lot # of the device was unavailable from the user facility. The expiration date is determined by the lot# and is therefore unobtainable. Device manufactured date is determined by the lot# and is therefore unobtainable. The device was discarded by the user facility. There is no allegation of a philips product malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to remove 3 pacing leads due to infection, the right side pocket was opened and prepped for the extraction of 1 right ventricular (rv), 1 cardiac sinus (cs), and 1 right atrial (ra) lead. The transesophageal echocardiogram (tee) indicated no baseline pericardial effusion. A spectranetics lead locking device (lld) ez was inserted in all 3 leads. A spectranetics 14fr glidelight laser sheath 500-302 was utilized to remove the rv lead. During the procedure, the patient had an episode of ventricular tachycardia (vt) and an external defibrillator was used to convert the patient to sinus rhythm. The rv lead was removed with no complication. The ra lead was removed with manual traction and no complication. The cs lead was removed without complication. The patient began to decompensate hemodynamically and had several runs of vt and was shocked with the external defibrillator 6 times. The tee showed no effusion or damage. The patient did not survive.